Event description:
The customer initially reported that the device was not recognized by the generator. Opened a different device and completed case. No patient injury. Upon receipt of the device, visual inspection noted 2 broken and missing snaps. The site was contacted and they stated that the snaps did not fall into the patient cavity.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.